Event description:
Boston scientific crm received info that this pt presented to the emergency room with palpitations. It was noted that the ventricular lead was exhibiting intermittent loss of capture, high thresholds and sensing issues. The pt was also pacing at their programmed maximum sensing rate of 130 bpm. The physician believed it to be due to the minute ventilation feature on the device. A hex dump was performed and sent in to boston scientific for evaluation. Some programming changes were made to alleviate any further issues. To date, there have been no additional adverse pt effects reported. At this time the product remains in service. If additional info becomes available this event will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.